Event description:
It was reported that a homechoice device experienced a system error 2130 alarm. This is an alarm that indicates that at least 30 ml more than the requested volume was delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An internal inspection and functional testing were performed and found no issues related to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.